Event description:
A hospital in another country, reported to our distributor that a connection pin at the heated inspiratory limb of an rt127 infant breathing circuit was found to be bent. No patient injury was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in another country. The product is not sold in USA, but it is similar to a product which is sold in the USA. The 510(k) for that product is k020332. The device is expected to be returned to fisher & paykel healthcare in another country. Results - investigation still underway, no results to date. Conclusions - no conclusion can be made at this time.